Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed food and did not deliver a bolus. Reportedly, the customer experienced an elevated blood glucose (bg) level of 257 mg/dl. To treat the low bg level, the customer delivered a food bolus via the pump.